Event description:
It was reported that a patient implanted with a superion implant experienced a lack of therapy from the device, as their recurrent lateral recess stenosis symptoms in the legs had returned. The patient underwent a surgical procedure to explant the device, but the explant was not successful. The physician then chose to implant a non-bsc device instead, which resolved the patient's leg symptoms.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2025.

Manufacturer narrative:
Correction to the initial MDR in blocks h7 and h9. The device was returned to boston scientific for analysis and passed all tests performed. The device was completely intact and exhibited normal device characteristics. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, failure of the device/procedure to improve symptoms and/or function is noted within the IFU as a potential complication associated with the use of the device. A risk review performed for the superion implant device confirmed that the event of lack of effect; no clinical signs, symptoms or conditions; therapeutic response decreased, surgical intervention, modified surgical procedure, additional device required, device explantation is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the superion implant device is acceptable. Based on all known information, boston scientific could not confirm the allegation of lack of therapy from the device. The returned superion implant passed visual and functional testing. Therefore, the most probable conclusion is no problem detected.

Event description:
It was reported that a patient implanted with a superion implant experienced a lack of therapy from the device, as their recurrent lateral recess stenosis symptoms in the legs had returned. The patient underwent a surgical procedure to explant the device, but the explant was not successful. The physician then chose to implant a non-bsc device instead, which resolved the patient's leg symptoms. Additional information was received that the patient's superion spacer was explanted on (B)(6) 2025. The patient is doing well post operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2025.

Event description:
It was reported that a patient implanted with a superion implant experienced a lack of therapy from the device, as their recurrent lateral recess stenosis symptoms in the legs had returned. The patient underwent a surgical procedure to explant the device, but the explant was not successful. The physician then chose to implant a non-bsc device instead, which resolved the patient's leg symptoms. Additional information was received that the patient's superion spacer was explanted on (B)(6) 2025. The patient is doing well post operatively.